Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal end was not open and frayed, while the proximal end was open and frayed. The braid¿s middle part was bent and damaged. No kinks or bends were noted on the pusher wire. No other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete open¿ was confirmed, as the returned pipeline flex braid¿s middle part was open, bent, and damaged, and the distal end was not open and frayed. The root cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this instance, the customer reported that the vessel's tortuosity was minimal, ruling out vessel tortuosity as a potential cause. The user deploying the braid in the vessel bend, and damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, delivery/retracting delivery wire against resistance, or deployment or re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left ophthalmic artery aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was minimal. The landing zone was 3.8 mm distally and 4.5 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that the pipeline ped stent did not open well, the front and middle openings were poor, the middle was retrieved and deployed several times, but it still could not open. They tried many operations, but it still did not work, so it was complained. The problem was solved after the stent was replaced, and the surgery was successfully completed. The angiographic result post procedure showed that the blood flow was smooth, and the aneurysm retention was obvious. It was noted that the pipeline was positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
***Updated: b5, d9, g3, h2, h6**** medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open was not determined. The distal end of the pipeline opened poorly, and the middle section could not open. Resheathing was attempted as an additional step to open the device.